Event description:
The healthcare provider reported injecting 1 syringe of evolysse smooth into the upper and lower lips via a 30 gauge needle on (B)(6) 2025 at 3:oo pm est. The hcp immediately observed blanching and sluggish capillary refill in the lower lip; no pain was reported. The hcp immediately discontinued the procedure. The hcp treated the patient with the following: 2 oral aspirin, dissolved the product by injecting 8 vials of hylenex, massaged the affected area (lower lip), and applied a warm compress. By 4:16 est on (B)(6) 2025, the hcp reported a resolution of the blanching, the affected area was a pink color, and the patient experienced a positive capillary refill. The patient experienced a significant bruise in the affected area. The patient also experienced a cool sensation on the inside of the lip.

Manufacturer narrative:
The filler was injected into the patient and is not available for return. The event is a physiological event complication and analysis of the device does not assist in determining a probable cause of the event. The device history record could not be reviewed as the lot number was not reported. Based on the reported information, this event is consistent with a vascular occlusion which is a known serious adverse event documented in the labeling and risk management file. This can occur following unintended injection into a blood vessel or injection of a large amount of filler near a blood vessel causing compression of the blood vessel. Both occlusion and compression may result in reduced or cessation of blood supply to tissues. Intervention is required to prevent serious and permanent complications. Complaints (B)(4).